Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, the reported entrapment of device or device component in this incident appears to be related to the procedural circumstances of challenging imaging and the fourth clip detaching from one leaflet (single leaflet device attachment/slda). The difficulty grasping is related to the procedural circumstances of chordal entanglement and the fourth clip (slda). The poor image resolution was associated with the user technique/procedural circumstances of difficult visualization due to shadowing from the clip delivery system (cds). The reported unchanged mitral regurgitation (mr) appears to be a result of the slda of the fourth clip and the chordal entanglement of the fifth clip. While the reported foreign body in patient is due to the chordal entanglement, the unchanged mr and foreign body in patient are related to procedural circumstances. It should be noted that while the mr remained unchanged, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: a single leaflet device attachment did not occur with the fifth clip (80531u296). The clip was intentionally deployed on one leaflet as there was difficulty with grasping and the clip was stuck on the chordae. No additional information was provided.

Manufacturer narrative:
(B)(4). The delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (80531u295) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted along the length of the mr jet, reducing the mr to 3-4. The fourth clip delivery systems (cds 80531u295) was advanced to the mitral valve, and the clip was implanted. Imaging was noted to be difficult due to shadowing from the cds. After deployment, it was observed that the fourth clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The decision was made to use an additional clip for treatment. The fifth cds (80531u296) was advanced to the mitral valve and grasping was attempted, but not possible because the slda clip was dragging the leaflet too low under the valve. At this point, the clip could not be removed. Several attempts were made, but unsuccessful; therefore, grasping was performed and the clip deployed. After deployment, the fifth clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Both slda clips looked stable with minimal movement. The mr returned to 4+, and the patient was sent to critical care unit (ccu) and remained hospitalized. On (B)(6) 2018, the patient underwent mitral valve replacement. The patient is doing well. No additional information was provided.